Event description:
Customer had a fasting blood glucose comparison done. The lab result 91mg/dl and the customer's device reading was 121 mg/dl. The customer states the controls were in range but values were not provided. No treatment was given. A request was made for the return of the suspect device and replacement products were sent.